Manufacturer narrative:
Distributor informed that they checked all the cables to be seated properly and investigated the ventilator for two weeks. As a result, no sys error issue occurred and the ventilator was returned to their customer. To date, no further issues were reported. As a preventive measure, newport med recommended to change the cable to a shielded cable in this ventilator to prevent emi (electromagnetic interference/rfi (radio frequency interference) interference and the distributor agreed to do so.

Event description:
Reportedly, the ventilator stopped ventilating immediately after it showed sys error message on the screen and alarmed. This occurred while transferring the pt. The ventilator was turned off and on, on the ventilation resumed properly. Please note that there was no serious injury in this case.